Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Right hip implant and revision operative reports received which provided the patients full name, date of birth and additional medical information. According to the surgeons notes, the patient had elevated cobalt and chromium ion levels, persistent pain and discomfort. During revision surgery, there was some dark yellow straw colored fluid and what appeared to be some dark colored synovial tissue around the asr hip components. There were some hypertrophic soft tissues in the periacetabular region. These tissues had a grayish and almost whitish appearance to them. Some of this was scar tissue and some of it appeared to be some reactive synovium. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.

Event description:
Patient was revised to address hip pain.